Event description:
The following info was provided on a device tracking registration form: stent was not able to be implanted. Stent came off balloon prior to implantation and went into patient's circulation. Although no patient injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicate that embolization is a known inherent risk of stent implantation procedures.